Event description:
The suspect device was used to check the customers blood glucose. A result of 337 mg/dl. They were dizzy and had blurred vision. Their family member took pt to the hospital and their glucose was 33 mg/dl. They were treated with a glucose IV. Controls were not used. They were also using test strips that had expired in 2004. The device was replaced and requested to be returned for evaluation.